Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and shocks, due to atrial fibrillation with rapid ventricular response. Seven shocks were delivered and therapy was exhausted. It was also noted the device declared a pacemaker mediated tachycardia (pmt) episode, which appeared to be atrial driven. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated a couple years later this crt-d system delivered inappropriate anti-tachycardia pacing (atp) and shocks again due to supraventricular tachycardia (svt). This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and shocks, due to atrial fibrillation with rapid ventricular response. Seven shocks were delivered and therapy was exhausted. It was also noted the device declared a pacemaker mediated tachycardia (pmt) episode, which appeared to be atrial driven. This crt-d system remains in service. No adverse patient effects were reported.